Manufacturer narrative:
Exemption number: e2015015. The medwatch ID# is 1222315-2019-00866.

Event description:
The clinician reported that 1 year/3 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration. The clinician noted the patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.